Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards and connectors were reseated. The calibration files were also reloaded as part of the service event. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.